Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Device was received with damages to the bottom left of the case and minor cosmetic blemishes. The control knob was completely missing along with the shaft of the function selector. The battery had not been installed. The root cause of the reported issue could not be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the customer was not satisfied with the product out of box as it appeared to not look new. The packaging inside and out was damaged. No patient injury was reported.